Event description:
Information received indicates the head of the bed would not rise using the siderail buttons or manually with the pedal.

Manufacturer narrative:
The technician found the hydraulic valve was stuck in the manifold. He rereplaced the hydraulic valve under the solanoid to repair the bed.